Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported events of pain, ¿increase in size of the left breast over the past few days¿ and ¿correlating with the clinical findings, fluid can be seen around the breast implant with the maximum punctum medially and caudally".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, creases fold, wear abrasion, cloudy and weight to the spec. No rupture observed base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported ruptured implant left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ruptured implant left side. Device has been explanted.